Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. Sample 1: on (B)(6) 2023, the patient self-collected a nasal sample. On (B)(6) 2023, the sample was processed per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 2: on (B)(6) 2023, the patient self-collected a nasal sample. On (B)(6) 2023, the sample was processed per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 2 retest 1: on (B)(6) 2023, the sample that was stored refrigerated was processed straight from the refrigerator per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 1 retest 1: on (B)(6) 2023, the sample that was stored refrigerated was processed straight from the refrigerator per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 3: on (B)(6) 2023, a sample was collected from the patient by an rn. On (B)(6) 2023, the sample was processed per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Patient was admitted to the obstetric floor and was not symptomatic for covid-19 at time of testing. Initial sars-cov-2 positive result from sample 1 is being questioned. Customer stated that self-collected samples are done under the supervision of a healthcare professional. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. This case involves an asymptomatic patient tested by xpert xpress cov-2/flu/rsv plus test. Initial sample was positive for sarscov2 with a normal curve. Second and third swabs collected the same day were negative and retesting of these swabs were negative. Retesting on the first swab was again positive for cov2 with a normal curve. These results could be explained by low-level asymptomatic infection and sampling variability (initial positive is true), or by environmental contamination of the first swab (positive is false). According to the customer, there is no harm to the patient. The likely root cause in this case is inconclusive. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. Sample 1: on (B)(6) 2023, the patient self-collected a nasal sample. On (B)(6)2023, the sample was processed per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 2: on (B)(6) 2023, the patient self-collected a nasal sample. On (B)(6) 2023, the sample was processed per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 2 retest 1: on (B)(6) 2023, the sample that was stored refrigerated was processed straight from the refrigerator per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 1 retest 1: on (B)(6) 2023, the sample that was stored refrigerated was processed straight from the refrigerator per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Sample 3: on (B)(6) 2023, a sample was collected from the patient by an rn. On (B)(6) 2023, the sample was processed per pi except for the sample being vortexed on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Patient was admitted to the obstetric floor and was not symptomatic for covid-19 at time of testing. Initial sars-cov-2 positive result from sample 1 is being questioned. Customer stated that self-collected samples are done under the supervision of a healthcare professional. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.